Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU) as a known adverse event that may be associated with the use of a stent in peripheral arteries and/or biliary tree. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that this was a procedure performed on (B)(6) 2022, to treat a target lesion in the distal and mid right superficial femoral artery (sfa). A 5.0 x 60 mm absolute pro stent was implanted in the distal sfa and a 5.0 x 40 mm absolute pro stent was implanted in the mid sfa. The patient was re-hospitalized on (B)(6) 2022 with leg pain. Thrombosis of the 5.0 x 60 mm absolute pro stent was noted. Revascularization was performed on (B)(6) 2022, with thrombectomy, angioplasty and stenting, resolving the adverse event. No additional information was provided.